Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument was difficult to fire and the staple line was bleeding. The surgeon used cautery to stop the bleeding and opened another instrument to complete the procedure. The hospital has reported no patient injury occurred.